Event description:
A customer reported a system message stating the ultrasonic power and diathermy modes were not available during a vitrectomy surgery. The procedure was completed using the same system after a significant delay with no harm to the pt.

Manufacturer narrative:
The company representative examined the system and verified system message [ultrasonic power and diathermy not available] in the system's event log. The company representative replaced the common signal cable to resolve the issue. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the report event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).